Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter is not retracting properly. They are only retracting about halfway. This occurred on 2 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: during the DHR review there were 3 instances where the challenge samples were not noted as pass or fail (reject wedge challenge, plug depth attribute challenge and splay lube challenge), of which none were related to this incident. All other challenge, set up and in process samples were performed and all passed per specifications. Observations and testing could not be performed because units were not received for investigation of this incident. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter is not retracting properly. They are only retracting about halfway. This occurred on 2 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.